Event description:
The surgeon attempted to implant a cc4204bf lens but it was removed due to the surgeon not being able to place the lens into eye properly. The surgeon stated the lens was not defective.